Event description:
Information received by medtronic indicated that the customer reported a pump communication error when trying to upload the pump data from the pump to the minimed mobile app. Troubleshooting was performed and was assisted to close and re-launch the minimed app. It was also advised to delete, reinstall the app, remove the mobile from pump pairing, remove the pump from mobile bluetooth, repair the mobile, and then try the upload. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.